Manufacturer narrative:
This device remains implanted and in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range pacing lead impedance (greater than 3,000 ohms) and high capture thresholds (7.5v@0.4ms) while programmed in bipolar settings. The physician programmed device to unipolar setting, and pacing impedance measurements dropped to 799 ohms, and thresholds are at 1.1v@0.4ms . A technical service consultant reviewed the device data available and suspects a lead conductor fracture. The right atrial (ra) lead measurements are within normal range. The physician is going to monitor the patient closely and recheck in the near future. The device remains implanted. No adverse patient effects were reported.